Event description:
It was reported that two days after implant the patient had an infection on the pocket. The doctor asked about the possibility of knowing of the sterilization of the device. The device was explanted and replaced. No patient outcome was reported. The sterilization records were checked for the sterilization parameters and the bioburden of the respective date and were within specification. Additional information received reported that cultures were taken and grew staphylococcus aureas.